Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. Unable to verify for operating currents including low battery, battery out of limit or off no power alarm due to no act button response. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed about battery stopped working when the customer was asleep at night. Customer woke up with blood glucose of 300 mg/dl. Customer had to insert several different batteries to turn on the insulin pump. Customer reported the buttons were having intermittent responses. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.